Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es (troponin I) result was obtained from a single patient sample when processed on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3251 performance issue is not a likely contributor to the event. Ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros tropi es lot 3251. Vitros tropi es precision testing performed was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Pre-analytical sample processing could be ruled out as a contributing factor, as it was established the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation and consequently improper pre-analytical sample handling is unlikely to have contributed to this event.

Event description:
A customer obtained a non-reproducible, higher than expected, vitros tropi es (troponin I) result from a single patient sample when processed on a vitros 5600 integrated system. Patient sample 1 result of 0.316 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result for patient 1 was not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).